Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: provided for both potential devices: zilbs-k163018 zib-k182980. This file is related to (B)(4) (MDR # 3001845648-2020-00356) "bleeding caused by crown of duodenal stent broken." Device evaluation: the unknown device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Several attempts were made to obtain additional information regarding this device. However, no response has been received to date. Documents review including IFU review: as the rpn and lot number of the complaint device are unknown, a review of the relevant manufacturing records cannot be conducted. It may be noted that zilbs product category and sub category was assigned to capture this complaint. Prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use for zilbs devices (ifu0065-3) , which accompanies this device instructs the user to "this device is used in palliation of malignant neoplasms in the biliary tree". "Additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: stent occlusion". As per precautions "after stent placement, alternative methods of treatment such as chemotherapy and irradiation may increase the risk of: a)stent migration due to tumor shrinkage, b)stent erosion of the tissue, and/or c) mucosal bleeding. Long-term patency with this stent has not been established." As per the instructions for use for use for zib devices (ifu0042-9) which accompanies this device instructs the user to ¿the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree.¿ on review of the information provided, there is evidence to suggest that the user did not follow the instructions for use. As the stent for malignant neoplasms in the biliary tree was used for palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures, this would be off-label use. It may be noted that the chemotherapy and radiotherapy should not be used after stent placement. From additional information provided "adjuvant chemotherapy and conformational radiotherapy treatment (january 2019). Prolonged survival, still alive " as per engineering input "from the image and description provided it is not possibly to conclusively determine if the second stent is a cook stent. Cook manufacture laser cut biliary stents with rpn prefixes zilbs & zib." Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: the complaint of evo-22-27-6-d stent fracture with recent hemorrhage is confirmed. 1. The complaint of evo-22-27-6-d stent fracture with recent hemorrhage is confirmed. 2. Because the preexisting stent was barely imaged, there is not enough information to exclude it as a potential cause of evo stent fracture or hemorrhage. Its presence however indicates that the anatomy and conditions in which the evo-22-27-6-d was implanted were more complex than the provided information indicates. * from additional comment provided by cook research inc. ¿because the preexisting stent was barely imaged, there is not enough information to exclude it as a potential cause. Its presence however signifies that the anatomy and conditions in which the device was implanted were more complex than the information provided. I will include this in a version 2.¿ root cause review: a definitive root cause could be determined from the available information that if 2nd stent in question is stents with rpn prefixes zilbs and zib this would be consider off label use. As the stent for malignant neoplasms in the biliary tree was used for palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures, this would be off-label use. As per engineering input "from the image and description provided it is not possibly to conclusively determine if the second stent is a cook stent. Cook manufacture laser cut biliary stents with rpn prefixes zilbs & zib." Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The stent in relation to (B)(4) (MDR # 3001845648-2020-00356) was placed to treat occlusion of stent in relation to this pr. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510k: k163468. Component code (annex g): g07001 - part/component/sub-assembly term not applicable. This file is related to (B)(4) "bleeding caused by crown of duodenal stent broken." Device evaluation: the unknown device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Several attempts were made to obtain additional information regarding this device. However, no response has been received to date. Documents review including IFU review: as the rpn and lot number of the complaint device are unknown, a review of the relevant manufacturing records cannot be conducted. It may be noted that zilbs product category and sub category was assigned to capture this complaint. Prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as per the instructions for use for zilbs devices (ifu0065-3) , which accompanies this device instructs the user to "this device is used in palliation of malignant neoplasms in the biliary tree". "Additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: stent occlusion". As per the instructions for use for use for zib devices (ifu0042-9) which accompanies this device instructs the user to ¿the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree.¿ on review of the information provided, there is evidence to suggest that the user did not follow the instructions for use. As the stent for malignant neoplasms in the biliary tree was used for palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures, this would be off-label use. As per engineering input "from the image and description provided it is not possibly to conclusively determine if the second stent is a cook stent. Cook manufacture laser cut biliary stents with rpn prefixes zilbs & zib." Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: the complaint of evo-22-27-6-d stent fracture with recent hemorrhage is confirmed. The complaint of evo-22-27-6-d stent fracture with recent hemorrhage is confirmed. Because the preexisting stent was barely imaged, there is not enough information to exclude it as a potential cause of evo stent fracture or hemorrhage. Its presence however indicates that the anatomy and conditions in which the evo-22-27-6-d was implanted were more complex than the provided information indicates. * from additional comment provided by cook research inc. ¿because the preexisting stent was barely imaged, there is not enough information to exclude it as a potential cause. Its presence however signifies that the anatomy and conditions in which the device was implanted were more complex than the information provided. I will include this in a version 2.¿ root cause review: a definitive root cause could be determined from the available information that if 2nd stent in question is stents with rpn prefixes zilbs and zib this would be consider off label use. As the stent for malignant neoplasms in the biliary tree was used for palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures, this would be off-label use. As per engineering input "from the image and description provided it is not possibly to conclusively determine if the second stent is a cook stent. Cook manufacture laser cut biliary stents with rpn prefixes zilbs & zib." Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The stent in relation to (B)(4) was placed to treat occlusion of stent in relation to this pr. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. It is currently not known if the device in question is a cook device, confirmation has been requested. As the rpn unknown, the PMA / 510k number is not known at this time. However, as this complaint involves a duodenal stent it is most like an evo-x-x-x-d, PMA/510k: k163468.

Event description:
Image review received in relation to MDR ref # 3001845648-2020-00356 stated the following which triggered the opening of a second complaint: "a second stent outside the evo stent is visible at the edge of the duodenal stenosis. This stent also appears distorted. Although the distortion could represent fracture of a pre-existing duodenal stent, it also could represent the end of an intentionally covered biliary duct stent."? Patient outcome: a section of the device not remain inside the patient¿s body. Stent was still in the patient. The patient did require additional procedures due to this occurrence. Customer used clip and hemospray for stopping bleeding according to the initial reporter, the patient did experience any adverse effects due to this occurrence. Patient admitted in intensive care service.